Event description:
The customer reported that their olympus hd camera head was providing a noisy/poor quality image (horizontal lines on the screen) during a therapeutic plasma cutting procedure. According to the initial reporter, the staff completed the procedure using the subject device without any harm to the patient. Initial reporter confirmed that the image was still visible, but could not be clearly observed as usual. The procedure was not delayed for more than 15 minutes.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. A faulty cable was discovered, causing the compromised image reported by the user. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed lines on the image due to a faulty cable. The specific root cause of the faulty cable could not be determined at this time. Olympus will continue to monitor field performance for this device.